Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), device expulsion ('migration of essure device location of device: outside of the uterine myometrium / uterine myometrium adjacent to the uterine fundus'), embedded device ('migration of essure device location of device: outside of the uterine myometrium') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure (batch no. C22913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included neck pain, back pain, elevated bp, diabetes and fluid retention. Concomitant products included chlortalidone (chlorthalidone), fluoxetine, hydrochlorothiazide, levonorgestrel (mirena), macrogol (polyethylene glycol), metformin since (B)(6) 2016, spironolactone and tramadol. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2017, the patient experienced inflammation ("other injury(ies) or complication (s) please describe: chronic inflammation"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen and surgery (hysterectomy (full),). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device expulsion, embedded device and autoimmune disorder outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, fatigue, alopecia, vaginal haemorrhage and inflammation had resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, device dislocation, device expulsion, dysmenorrhoea, embedded device, fatigue, inflammation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), device expulsion ('migration of essure device location of device: outside of the uterine myometrium / uterine myometrium adjacent to the uterine fundus'), embedded device ('migration of essure device location of device: outside of the uterine myometrium') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure (batch no: c22913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endocervical squamous metaplasia, chronic cervicitis, endometrial disorder, adenomyosis uteri, excessive menstruation, pelvic pain female, perineal pain, dysmenorrhea, cystoscopy and autoimmune disorder. Concurrent conditions included neck pain, back pain, elevated bp, diabetes and fluid retention. Concomitant products included chlortalidone (chlorthalidone), fluoxetine, hydrochlorothiazide, levonorgestrel (mirena), macrogol, metformin since on (B)(6) 2016, spironolactone and tramadol. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"), pelvic pain ("pelvic pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced inflammation ("other injury(ies) or complication (s) please describe: chronic inflammation"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen and surgery (total laparoscopic hysterectomy with bilateral salpingectomy, with cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device expulsion, embedded device and autoimmune disorder outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, heavy menstrual bleeding, fatigue, alopecia, vaginal haemorrhage and inflammation had resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, device dislocation, device expulsion, dysmenorrhoea, embedded device, fatigue, heavy menstrual bleeding, inflammation, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015: result: total bilateral occlusion. Pathology test: on (B)(6) 2018: cervix with squamous metaplasia and mild chronic cervicitis. Focal adenomyosis uteri. Ultrasound scan: on (B)(6) 2018: -the left-sided essure implant is visualized in the left terine cornu as expected. Right-sided essure implant appears to be located within the uterine cornu. Essure implant appears be located outside of the uterine myometrium adjacent to the uterine fundus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2021: medical record received: lab data, medical history were added. Fu marked significant due to harmonization of FDA/imdrf code error. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), device expulsion ('migration of essure device location of device: outside of the uterine myometrium / uterine myometrium adjacent to the uterine fundus'), embedded device ('migration of essure device location of device: outside of the uterine myometrium') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure (batch no. C22913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included neck pain, back pain, elevated bp, diabetes and fluid retention. Concomitant products included chlortalidone (chlorthalidone), fluoxetine, hydrochlorothiazide, levonorgestrel (mirena), macrogol (polyethylene glycol), metformin since (B)(6) 2016, spironolactone and tramadol. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2017, the patient experienced inflammation ("other injury(ies) or complication (s) please describe: chronic inflammation"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen and surgery (hysterectomy (full),). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device expulsion, embedded device and autoimmune disorder outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, fatigue, alopecia, vaginal haemorrhage and inflammation had resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, device dislocation, device expulsion, dysmenorrhoea, embedded device, fatigue, inflammation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 16-sep-2019: fu (2) & fu (3) process together. Pfs received. Previously reported event "injury" was updated to dysmenorrhoea (cramping). Events : migration , pelvic pain , abdominal pain, menorrhagia (heavy menstrual bleeding), autoimmune disorder, psych injury, fatigue, hair loss. Lab data added. On 20-sep-2019: fu (2) & fu (3) process together. Pfs received. Lot number and lab data added. Concomitant medication and condition added. Events : migration of essure device location of device: outside of the uterine myometrium / uterine myometrium adjacent to the uterine fundus, abnormal bleeding (vaginal), other injury(ies) or complication (s) please describe: chronic inflammation were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.